Event description:
The rep reported the device was used during laparoscopic cholecystectomy. It was reported the prw35 were placed. The pt was discharged and at home coughed and the xiphoid staples fell out. The pt returned to the office and steri-strips were placed to reapproximate the tissue.